Manufacturer narrative:
Lot serial number readable UDI (B)(4). A review of the manufacturing records for the device verified that this lot met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 27mm. Follow up dates and aneurysm measurement: on (B)(6) 2010, the aneurysm measured 27mm, on (B)(6) 2011, the aneurysm measured 27mm, (B)(6) 2012, 27mm, (B)(6) 2013, 27mm. On the most current follow up visit dated (B)(6) 2014, the aneurysm measured 36mm. There is aneurysm enlargement of 9mm. It is unknown why the aneurysm sac has enlarged by 9mm on (B)(6) 2014, and there has been no reported reintervention.